Event description:
It was reported that a 2f fogarty catheter balloon, lot 65290335, ruptured during an endoscopic third ventriculostomy in a neurosurgical procedure. The catheter balloon popped inside the patient's brain. It was noted that the balloon was filled with the recommended volume. Surgical wound was searched, irrigated, and biopsy forceps was attempted to grab catheter remnants. A storz endoscopy tower with karl storz little lotta endoscope was used during the case. Per the surgeon, the balloon was filled with air. There were no patient injuries. It is not known if the device will be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Per the instructions for use (IFU), the arterial embolectomy catheter should not be used outside the arterial system. The IFU also states, "to avoid air embolus in case of balloon rupture, air should not be used for balloon inflation. Carbon dioxide is the only recommended gas." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A device history record review was completed and documented that device met all specifications upon distribution. Since the failure mode could not be confirmed and with the information available, further investigation could not be performed and a corrective action is not required at this time.